Event description:
Pt reports their freedom pump 60 spring broke during infusion. Pt states they were able to finish infusion to the 90th percentile. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs: 11 gm. Hizentra 20% pfs indication: common variable immunodeficiency, unspecified; other common variable immunodeficiencies. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.